Manufacturer narrative:
Concomitant medical products: 383069, lead, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock for their implantable cardioverter defibrillator (ICD) for possible atrial arrhythmia with rvr (rapid ventricular response). The ICD remains in use. No further patient complications have been reported as a result of this event.